Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image was not clear with dark image and unable to white balance during an unspecified procedure involving an olympus autoclavable camera head. The procedure was completed using a back up device. There was no patient injury reported.